Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the p-waves are being undersensed which is leading to detection and therapy. It was further reported that there is also far-field r-wave oversensing. The leads remains in use. No further patient complications have been reported as a result of this event.